Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement reported.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The device passed calibrations, extended self-test (est), the short self-test (sst), and the performance verification test (pvt). (B)(4).